Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes, device codes. The full information could not fit in the fields below, due to character limits: -e1. Initial reporter facility name: (B)(6). -e1. Initial reporter phone: (B)(6).

Event description:
It was reported that the proximal end of the stent did not deploy smoothly and did not expand properly. The 10.0-31 carotid wallstent was used in a carotid artery stenting (cas) procedure. The proximal end of the stent did not deploy smoothly and did not expand properly. A slight jiggle of the delivery system was required for the proximal end of the stent to open during deployment and after a few minutes, the proximal end of the stent opened on its own. A delay to treatment was noted. There were no other patient complications as a result of this event, and the patient status was stable post procedure.

Manufacturer narrative:
The full information could not fit in the fields below, due to character limits: -e1. Initial reporter facility name: (B)(6). -e1. Initial reporter phone: (B)(6).

Event description:
It was reported that the proximal end of the stent did not deploy smoothly and did not expand properly. The 10.0-31 carotid wallstent was used in a carotid artery stenting (cas) procedure. The proximal end of the stent did not deploy smoothly and did not expand properly. A slight jiggle of the delivery system was required for the proximal end of the stent to open during deployment and after a few minutes, the proximal end of the stent opened on its own. A delay to treatment was noted. There were no other patient complications as a result of this event, and the patient status was stable post procedure.